Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator to cycle. During the evaluation of the device at the manufacturer's service center, an issue related to the zero board was observed. The device's zero board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not cycle. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.